Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient had kamra inlay and photorefractive keratectomy procedure in right eye on (B)(6) 2015. Patient presented at 1 day post treatment with stage 2 diffuse lamellar keratitis (dlk) stage ii. It was reported that patient best corrected visual acuity (bcva) preop 20/15 and post op 20/30. This patient is scheduled to have photorefractive keratectomy in the future to retreat residual prescription. Topical steroids were increased but eyes are being tapered at this time. No surgical or medical intervention to prevent further damage was performed. On (B)(6) 2016, patient was seen for second opinion by other provider and the patient was diagnosed with dlk stage IV. No re-float done and dlk resolved as (B)(6) 2016. It was reported patient is scheduled to return to clinic on (B)(6) 2016.